Manufacturer narrative:
(B)(6). Patient country: germany.

Event description:
Unomedical reference number (B)(4). Event occurred in germany. It was reported that patient faced tape not sticking event on (B)(6) 2024.the infusion set was in use for 48 hours. The glucose level was above 600 mg/dl. No further information available.